Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2015 peritoneal dialysis (pd) pt's caregiver reported a red blockage in the pt's line. On (B)(6) 2015 the pt went to clinic, had cultures drawn and was diagnosed with peritonitis. The pt was treated with intravenous (IV) antibiotics for the infection and heparin for fibrin blockage. The cause of the peritonitis is unk and the pt was not hospitalized. The pt has resumed pd therapy with no further complications, and it is unk if the event of peritonitis has resolved.